Manufacturer narrative:
On (B)(6) 2019, mentor received an update to the events submitted in the initial report and first supplemental report. Mentor learned that the patient's current age is 51; therefore this supplemental will report her age as an estimated 43-years-old at the time of event. Additionally, while the patient's various symptoms began on (B)(6) 2011, the patient's right-sided device deflated on an unspecified date in 2019. The patient is considering a bilateral explantation; however, no dates for an explantation procedure have been provided as of yet. As the deflation was coded on the initial report associated to this supplemental, this report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089629 that a female patient underwent a breast surgery with an unspecified saline breast implant and experienced postoperative symptoms. The patient stated that she had deteriorating health and that her symptoms include but are not limited to: numbness in hands and fingers, difficulty swallowing, joint stiffness, joint inflammation, insomnia, panic attacks, neck and back pain, headaches, light sensitivity, heat intolerance, dry eyes, hearing loss, memory issues, sudden food intolerances and allergies, and an autoimmune condition. The root cause of the patient¿s symptoms is unclear. However, the patient reported unilateral breast pain and implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the 1st of 2 patient devices. Mentor has received no information as to which implant was deflated; however, the deflation will be coded on this report only.

Manufacturer narrative:
Upon clinical review on (B)(6) 2019, it was determined that the patient's reported symptoms did not fall under the scope of an autoimmune reaction. The coding for this event has been updated to generalized illness. Manufacturer's reference number: (B)(4).